Event description:
Literature: zhang k, bhatia s, oh my, cohen d, angle c, whiting d. Long-term results of thalamic deep brain stimulation for essential tremor. J neurosurg. Jun 2010;112(6):1271-1276. Summary: this article discusses long-term follow-up of 34 pts with essential tremor who were treated with deep brain stimulation (dbs) of the ventral intermediate nucleus of the thalamus (vim) between (B)(6) 1998 and (B)(6) 2005. The tremor and handwriting components of the fahn-tolosa-marin clinical tremor rating scale were assessed pre- and post-operatively. Follow-up was performed at routine visits, usually every 3-6 months. Pts were also contacted by phone for comprehensive evaluation of therapeutic efficacy in (B)(6) 2006 (n=22) and (B)(6) 2008 (n=12). The average follow-up period was 56.9 months. Event: one pt experienced erosion of the incision that was treated with incision and debridement. The pt also experienced overt infection and the system was removed prior to the 2006 follow-up. The timing of these events was unclear. One pt experienced erosion of the incision that was treated with incision and debridement. The pt also experienced overt infection and the system was removed between the 2006 and 2008 follow-ups. The timing of these events was unclear. One pt had the system removed due to infection. The system was explanted and reimplanted several months later. Four pts underwent replacement of the leads due to lead fracture. One pt underwent replacement of the extension due to "malfunction." It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided in section a is the average for all the pts. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Manufacturer narrative:
(B)(4). A copy of this article is available on the world wide web at http://thejns.org/doi/pdf/10.3171/2009.10.jns09371.